Manufacturer narrative:
The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
It was reported there was a tubing separation. Per the reporter, the separation occurred at the "y-site." There was no patient harm.

Manufacturer narrative:
The customer's report of tubing separation at the y-site was not confirmed. Due to the potential of the reported suspect set sample being cross contaminated, it was decided by san diego customer advocacy that the sample would not be investigated and was disposed of to eliminate the risk of exposure. The root cause was not identified. No investigation was able to be performed.

Event description:
It was reported that there was a tubing separation. Per the reporter, the separation occurred at the "y-site". It was confirmed during follow up, that there was no patient harm or impact as a result of this event.